Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage/device interaction / functional. Visual inspection: the drill bit f/lateral cortex opening f/dhs (part # 03.037.021/ lot #: f-25751) was received at us cq. Upon visual inspection, the distal tip of the drill bit was observed to be broken and no fragments were returned. The embedded piece cannot be confirmed as there was no evidence (photos or x-rays) provided showing that the fragments were embedded in the patient. No other defects were identified. Can the complaint be replicated with the returned device? Unable to perform. Functional test: a functional test was not performed on the returned device as the mating devices were not returned. Dimensional inspection: the inner diameter of the distal tip was measured to be 3.41 mm (gp 32). This is within the specification of 3.4 +/-0.05 mm per drawing: se_381384, rev. G. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Se_381384_rev g. The complaint was confirmed. Conclusion: the overall complaint was confirmed for the received drill bit f/lateral cortex opening f/dhs (part # 03.037.021/ lot #: f-25751). However, the misalignment issue could not be confirmed. Although no definitive root-cause can be determined it¿s possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 03.037.021. Lot # f-25751. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: may 06, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a tfna procedure the surgeon had difficulty advancing a guidewire, two drill bits tips became damaged during drilling, and the nail was damaged. Fragments were generated from the damaged drill bits. The surgeon was unable to remove the fragments from the patient. A new set of tfna instruments and a new nail were used to complete the procedure. The procedure was completed successfully. There was a surgical delay of twenty-five (25) minutes. Concomitant devices reported: stepped ream f/tfna helic blade+scr f/dh (part number 03.037.022, lot f-24957, quantity 1), tfna fem nail ø12 r 130° l360 timo15 (part number 04.037.256s, lot 24p1828, quantity 1), insert-handle (part number 03.037.012, lot unknown, quantity 1), aim-arm 130° f/stat dist lock (part number 03.037.013, lot unknown, quantity 1), guide sleeve yell (part number 03.037.017, lot unknown, quantity 1), drillsl yell (part number 03.037.018, lot unknown, quantity 1), guidewire ø3.2 l400 (part number 357.399, lot unknown, quantity 2). This report involves one (1) 10mm cannulated tapered drill bit. This is report 1 of 9 for (B)(4).